Manufacturer narrative:
Lot number - 18b006, 18h035. A photograph of one sample was provided for evaluation. Visual inspection of the photograph revealed that the white flow restrictor was cracked. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) large volume infusors were damaged. The white flow restrictor of one device cracked during infusion, and the fillport of the second device was noted to be damaged prior to patient use. One event involved a patient with no patient consequences, and one event had no patient involvement. No additional information is available.